Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that prior to a saphenous vein harvesting procedure, the image on the endoscope was cloudy. A replacement scope was used to complete the procedure. The hosp did not report any pt complications.